Event description:
It was reported the battery cap on the insulin pump is stripped and customer is unable to take off. Customer's blood glucose level was 155 mg/dl. Customer's mother stated she tried to open the battery cap with a quarter or a screwdriver and was unsuccessful. Customer's mother stated the battery is low but the device is still on. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.